Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that, during a tonsil and adenoid procedure, the evac wand was sparking off the tip of the wand. Surgery was completed with a back-up device instead. There was a surgical delay of more than 30 minutes, and no further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. Visual inspection observed three devices, one opened without original packaging and two unopened/sealed devices in original packaging with the batch number of the complaint on the labels. The returned devices show no manufacturing abnormalities. The opened device has fluid is in the fluid line. Electrodes have been minimally used. There is a dark area where the metal tube meets the spacer indicating a possible arch. There are scratches on the metal tube next to the dark area. A functional evaluation of the opened device showed it was plugged into the controller and registered settings (0,3). When used with a bypass box the wand was able to generate plasma and coagulation as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences. Also, there are other factors that could have contributed to the failure: 1) the tissue attempted to be suctioned was too large, thereby causing a clog. 2) insufficient suction pressure or saline flow to excavate tissue. Based on this investigation, there is no evidence to suggest a design, material or manufacturing issue. Therefore, the need for corrective action is not indicated.